Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a peripheral leg procedure via femoral access and a contralateral approach, the hub of an unspecified 6-french flexor raabe guiding sheath separated upon removal of the sheath from the patient. The arteries were reportedly heavily calcified, and the aortic bifurcation was also calcified. Resistance was encountered upon insertion and/or removal of the sheath; however, the user did not reinsert the dilator prior to attempted removal of the device. The sheath shaft was manually removed from the patient after the hub separated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the sheath and there was no sheath material left in the hub. The sheath was compressed near the distal end; this damage was not reported by the customer so most likely it occurred during the return shipping. Cook could not complete a review of the device history record (DHR) due to the lack of a lot number from the user facility. A global shipment search on the user facility and complaint device was performed but could not definitively determine the lot number of the complaint device. The product IFU states, ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and investigation of the returned device, suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that the patient anatomy and an unintended user error both contributed to the failure in this incident. The arteries were reportedly heavily calcified, and the aortic bifurcation was also calcified. Resistance was encountered upon insertion and/or removal of the sheath; however, the user did not reinsert the dilator prior to attempted removal of the device. The IFU instructs, ¿if resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D4: based on the description of a 6-french flexor raabe guiding sheath, the device is believed to be one of the following: kcfw-6.0-38-55-rb-raabe g11638; kcfw-6.0-38-70-rb-raabe g11636; or kcfw-6.0-38-90-rb-raabe g12266. H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a peripheral leg procedure via femoral access and a contralateral approach, the hub of an unspecified 6-french flexor raabe guiding sheath separated upon removal of the sheath from the patient. The arteries were reportedly heavily calcified, and the aortic bifurcation was also calcified. Resistance was encountered upon insertion and/or removal of the sheath; however, the user did not reinsert the dilator prior to attempted removal of the device. The sheath shaft was manually removed from the patient after the hub separated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.